Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent low blood glucose (bg) levels between 42-45 mg/dl. Customer ate food to address the low bg. Reportedly, customer is working with healthcare provider to adjust settings and address bg.